Manufacturer narrative:
Product analysis: the product has not been returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 23 mm transcatheter bioprosthetic valve, three attempts were made with a 26 mm valve. However, the valves dislodged from the annulus and were removed from the patient. During the implant of the 23 mm transcatheter bioprosthetic valve, when the valve was deployed to 80% a mild paravalvular leak was noted due to high positioning in the annulus. The valve was repositioned and successfully deployed, however the mild paravalvular leak remained. The valve then migrated up above the leaflets, occluding the coronary arteries. The patient became hemodynamically unstable. An attempt was made to reposition the valve away from the coronary arteries, however was unsuccessful. The valve was surgically explanted. The patient subsequently died the following day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected: h9. The previous correction number was submitted in error, and should be considered redacted information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The frame lot record was reviewed confirming all specifications were met. Potential factors that can influence device migration include calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, and balloon aortic valvuloplasty (bav). Review of provided procedural images showed that the 23 mm valve was initially deployed to 80%, positioned too deep (10 mm) in the left ventricular outflow tract (lvot), then pulled up to a depth of 1 mm on the left coronary cusp and 4 mm on non-coronary cusp, which is considered too high/shallow for implant. The valve was shown to be under-expanded throughout the deployment attempt. Therefore, it is likely that the procedural/technical factors (shallow implant position, not performing a pre-implant bav), in addition to patient anatomical effects (calcified annulus and lvot) may have contributed to this event. However, an assignable root cause cannot be determined as no imaging showing migration of the valve was provided. There was no information to suggest a device quality deficiency related to this event. Additionally, it is possible that the surgical intervention may have caused or contributed to the patient's death, but a direct causal relationship between the patient's death and a device quality deficiency could not be established. The official cause of death was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.